Event description:
It was reported that the patient complains of constant pain in the left hip and groin area, occasional swelling and some stiffness. The patient states that the surgery was on the left hip however she states that the implant records are wrong because they state the right hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.